Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure to address pain attributed to the anchor placement. The patient underwent an anchor revision procedure wherein their anchor was explanted and replaced. The anchor was retained by the medical facility and will not be returned for analysis. Postoperatively, the patient was doing well, no issues were reported.